Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during a colonoscopy procedure on (B)(6) 2026, for treatment of polyps. During the procedure, the resolution 360 ultra clip locked onto the tissue but would not release from the catheter, and they cut the handle off the clip. The procedure was completed with a competitor device. There were no patient complications reported as a result of this event. Note: this report pertains to the second of two clips used.

Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of failure to release from catheter. Block h11: investigation results the device was not returned for analysis as it was disposed; therefore, a technical analysis could not be performed. The complaint device was not returned as it was disposed, therefore, product analysis could not be carried out, for this reason and due to the lack of evidence is unable to confirm the as reported event 'failure to release from catheter'. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause not establish".